Event description:
During a remote follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.